Event description:
It was reported that the patient did not receive any benefit from their implanted neurostimulator (ins) and that they needed to have an MRI so the ins was explanted. The patient then underwent a fusion to resolve their chronic pain issue. If additional information is received, a follow-up report will be sent.